Manufacturer narrative:
Pneumothorax is a known complication when a lung biopsy is performed during a transbronchial lung biopsy, or CT-guided percutaneous biopsy with complication rates up to approx 27% with the CT guide procedure. Biopsy tools are designed to have sharp edges and their function is to puncture or otherwise penetrate the tissue in order to collect the specimen. The physician stated it was unlikely the pneumothorax was related to the system. However, in an abundance of caution, the co is submitting this MDR to ensure compliance with 21 cfr part 803.